Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges injury, pain, discomfort, ambulation difficulties, swelling and instability in the knee and leg caused by loosening, sliding or migration of the tibial baseplate component that results from debonding at the baseplate-cement interface.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2018-58009.1818910-2018-73439 is being retracted as it is reported duplication. (B)(4) will be kept for investigation purposes. This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.